Event description:
It was reported that during a breast biopsy procedure, the cutter moved forward and backward as expected. When the control module was switched to sample, the cutter got blocked. Another device was used to complete the case.